Event description:
A lead extraction procedure commenced to remove an ra lead due to non-function. A right ventricular (rv) lead was present in the patient as well but was not targeted for extraction. To begin the procedure, a cook medical liberator locking stylet was inserted into the lead to provide traction. A spectranetics 14f glidelight laser sheath was used to aid in lead removal, and the ra lead was successfully extracted. However, during re-implantation of a new ra lead, a gradual drop in the patient's blood pressure was noted, a pericardiai effusion was confirmed with use of an intracardiac echocardiography {ice) catheter, and a slow tamponade was detected. Rescue efforts began, including drainage to relieve the tamponade, but bleeding did not stop; therefore, a thoracotomy followed, and an ra perforation was discovered and repaired. It was suspected that the perforation was due to traction during extraction of the ra lead. The patient survived the procedure. (B)(6) is not the manufacturer nor importer of the liberator locking stylet. The manufacturer of this device is cook medical. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).